Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.0, lab: 5.0. Also observing multiple nes errors despite plenty of sample being left in sample well at end of test. No other info available regarding pts, timing of tests, technique.

Manufacturer narrative:
Investigation pending.